Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results.we are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: not available omnipod software app version: not available operating system: not available hardware: not available cgm sensor type: not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient was hospitalised on (B)(6) 2026 with an infection that developed at the infusion site (leg) while wearing the pod between 37 and 48 hours. The patient reported that the site was painful, red, swollen and the tissue was hardened, the patient also reported their blood glucose rose to approximately 400 mg/dl at this time. The patient was treated with unspecified intravenous antibiotics. The patient was discharged after 4 days.